Event description:
It was reported that during a low anterior resection procedure, the active blade broke, fell into the pt and was retrieved through the trocar. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.